Event description:
Adverse event(s): "toxic lens syndrome, inflammation" (inflammation); "fibrinous anterior chamber irritations" (irritation). Product problem(s): "use of an unapproved viscoelastic" (use of device issue [iol (intraocular lens) implant]). A surgeon reported having five pts who presented with "toxic lens syndrome, three to ten days" following intraocular lens (iol) implant surgeries. All pts were treated with medications. No iol had to be explanted and the pts experienced no further harm. The inflammation resolved after a few days of treatment. In a f/u, the surgeon described the event as fibrinous anterior chamber irritation lasting two weeks postoperatively. The surgeon indicated the use of an unapproved viscoelastic. There are five medical device reports associated with this event. This is for the second of five pts.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. The reporter indicated the use of an unapproved viscoelastic. Additional info was requested and received. (B)(4).